Event description:
The patient contacted animas on (B)(6) 2012 and stated that the up and down arrow keypad buttons required hard presses to elicit a response and at times would scroll. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with soap and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrow keypad buttons was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the down key contact was found to be inverted. The contrast, up and ok keys did not have normal spring back or click.